Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The manufacturer sales representative reported that the device had intermittent output during a procedure, a condition in which the device may overdeliver or underdeliver energy. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The man ufacturer sales representative reported that the device had intermittent output during a procedure, a condition in which the device may overdeliver or underdeliver energy. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.